Event description:
Information received regarding the explanted device notes that during a routine follow-up, oversensing was noted. The device was programmed to unipolar pacing and sensing. The patient was pacemaker dependent but had no complaints. The device was later replaced at the patient's request.